Event description:
"Skull pin headrest applied to patient's head per physician. Patient moved from supine position to prone position on o.r. Table with physician holding patient's head. During application of skull pin headrest to mayfield arm, the skull pin headrest slipped". The injury reported was a six inch laceration to the right tempral. The physician sutured the laceration.